Manufacturer narrative:
Pt. Info.: information unknown/not provided. Date of event: unknown/not provided. If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(6). The device was not returned for analysis, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was opened and inserted, however, there was an issue with the trailing haptic and the lens could not be implanted. The lens had contact with the patient. No other information was provided.

Manufacturer narrative:
Additional information: through follow-up, it was confirmed that the lens was inserted and removed during the same procedure. Once the lens was inserted, it was observed that the trailing haptic was detached. There was no patient injury. The lens has been discarded. No other information was provided. The following sections have been updated accordingly: section a2: age/date of birth: (B)(6) 1951 section a3: sex/gender: female section a4: patient weight: 87.7 kg section a5: race and ethnicity: unknown/asked but unavailable. Section b3: date of event: (B)(6) 2022 section h6: health effect - impact code: updated to 4631 removal and replacement. Previously reported code as 4627. Section h6: medical device problem code: updated to 1261 haptic detached. Previously reported code as 1069 - break is no longer applicable. Section h6: type of investigation: 4115 device discarded. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.